Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13a04047, h13d08067, and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. (B)(4).